Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
The event of the broken plate was reported to have occurred in early (B)(6) 2013.

Manufacturer narrative:
An additional evaluation was completed: it was concluded that the plate is broken apart in the middle. Based on the topography of the fracture surface of the implant, we can conclude that the device was subjected to low or moderate alternating bending loads. Constantly alternating bending loads and load cycles (throughout the day) led to the fatigue of the material, leading to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The plate could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device history record review was conducted and no complaint related issues were identified.

Event description:
Report from (B)(4) for an event in (B)(6) as follows: during a surgery in (B)(6), an lcp recopl 3.5 straight w/combined hole was used for a radius diaphysis fracture case. It was found that the plate was broken after the surgery. The broken plate was removed and the reoperation to implant another company¿s plate was performed. This is report 1 of 1 for complaint (B)(4).